Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been and investigated. Performed visual inspection on the returned sensor, no issues were observed. The adhesive was not returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrate the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported an allergic skin reaction on day 1 of wear of the adc freestyle libre sensor. The customer described symptoms of an allergic reaction as oozing and itchiness at the sensor site and having contact with her hcp. The customer was prescribed 2 unspecified creams for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an allergic skin reaction on day 1 of wear of the adc freestyle libre sensor. The customer described symptoms of an allergic reaction as oozing and itchiness at the sensor site and having contact with her hcp. The customer was prescribed 2 unspecified creams for treatment. There was no report of death or permanent injury associated with this event.